Event description:
Pt may have sustained injuries as a result of post-surgical infections subsequent to reconstructive bilateral knee surgery in which preloaded anchors distributed by obl were used. Product used is believed to be the obl rc5 5.0mm preloaded anchor or peba s 2.8mm preloaded anchor. The quantity of anchors implanted is unknown. The anchor(s) were explanted at an unknown date.